Event description:
It was reported that pump displayed malfunction alarm code malf 1, which recurred even after reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with technical support assistance, ensured mobile app logs were uploaded, and prepared to use multiple daily injections as backup insulin therapy, while technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using provided pre-paid label within 10 days.